Event description:
Our affiliate is reporting to us that the patient had a successful rotator cuff repair sometime in (B) (6) 2010 with the use of a versalok anchor for fixation. At some point subsequent, it was somehow determined that the versalok anchor had pulled out of the bone hole. The patient underwent a re-surgery on (B) (6), 2010, at which point the loose anchor was removed from the patient's joint space, and, the repair was concluded successfully without further issue using a bone tunnel technique. At this point in time this is all of the information provided to mitek.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.